Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked case at display window corner, cracked battery tube threads and minor scratched display window.

Event description:
It was reported that the customer had a compromised force sensor system alarm and the insulin squirted out during manual prime. Customer's blood glucose was 279 mg/dl. Customer was disconnected during prime. The insulin pump was not dropped or dropped. Customer stated that there was no water contact and the drive support was not damaged. Customer did not press the cap while connected. A replacement insulin pump will be sent. Customer was asked verbally and in written form to return the pump for analysis.